Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Inappropriate mode switching linked to mv oversensing; atrial lead is a saint jude medical, model unknown, implanted (B)(6) 2014

Event description:
Inappropriate mode switching linked to mv oversensing; atrial lead is a (B)(6) medical, model unknown, implanted on (B)(6) 2014.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.